Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a notification to change the sensor now occurred before the full 7 day recommended use of the sensor. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The complaint confirmation of a replace sensor now notification could not be determined. A root cause could not be determined via data.